Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred, on two separate occasions. The pt initially had complaints of chest pain. A stress test was done, which was positive, but the pt did not have an mi. The pt was brought to the ccl for an urgent cardiac catheterization, where they found sequential lesions of the circumflex (cx) artery that were amenable to angioplasty. The 90% stenosed lesion, in the moderately calcified and moderately tortuous distal cx, was predilated with a 2.5x15mm sprinter balloon, inflated to 10 atm's for 10 seconds. The physician then attempted to advance a taxus express2 2.5x15mm drug eluting stent to the target lesion, but it could not be passed. It was then pulled back and deployed at the more proximal lesion. The stent balloon was inflated to 14 atm's for 10 seconds. The physician attempted to treat the distal lesion with another MFR's stent, but was unable to advance it to the target lesion. The guide wire was exchanged and then the stent was able to be deployed. Ic ntg was then administered. Repeat angiography showed the artery to be widely patent with adequate flow. The physician did notice "some step-down" of the vessel. Two closure devices were placed for hemostasis. The pt received heparin and integrilin during the procedure and received a loading dose of plavix immediately after the procedure. Plavix was prescribed upon discharge. The pt tolerated the procedure well and was sent to the ccu in stable condition. No pt complications occurred. The pt was discharged from the hospital the following day. One day post discharge, the pt presented to the ER with an acute mi, experiencing chest pain and EKG changes. The pt had been compliant with the plavix. The pt was brought back to the ccl and the cx was found to be totally occluded with acute thrombosis of the previously placed stent. A guide wire was advanced to the distal cx with restoration of flow. A number of inflations were done throughout the vessel with a 2.0x15mm sprinter balloon. Two stents of another MFR were implanted, resulting in a patent artery, however, the distal portion of the vessel appeared to be narrow and hazy. It appeared that the lesion had propagated more distally. The physician attempted to place another MFR's stent, however, it became caught in a stent strut. When the device was pulled back, the stent dislodged from the balloon and was embedded into the mid portion of the vessel. The physician attempted to cross the stent with seven different wires including a pt graphic wire, but was unsuccessful. Finally an eighth wire was inserted and was able to cross the lesion. The dislodged stent was then crushed into the mid cx with another MFR's balloon inflated several times. Repeat cine showed the artery to be widely patent with adequate flow. Two closure devices were placed and the pt was transferred back to the unit in stable condition. The pt received heparin, morphine and compazine during the procedure. Pt tolerated this reintervention well. No complications occurred. The pt was discharged three days later. Four days after discharge, the pt presented with acute onset of chest pain and st elevations of the lateral leads. The pt was brought to the ccl once again. Angiography showed a complete occlusion of the mid-segment of the left anterior descending (lad) artery, with "left-to-left collaterals" and timi 1 flow distally in the lad from its collaterals. The previously stented cx was 100% occluded with thrombus formation in the proximal segment of the stents. There was no flow distally. It was decided to repeat the attempt of revascularization of the vessel. However, the likelihood of success was low, because this was the 3rd coronary angiogram in 2 weeks time. IV heparin was given. The physician attempted to cross the segment with two other MFR's wires, but was unable to. A forte wire moderate supporter was advanced across the stent and placed distally. A 1.5x20mm balloon dilated the lesion multiple times, however, because of significant stented segment, the physician was unable to restore flow. The physician did not attempt to pass any stent through the lesion, because the balloons were difficult to pass and also, because of the difficulty encountered in the previous procedure where the stent dislodged. Final angiograms were taken and a closure device was placed. A partially successful revascularization with a small amount of flow was restored after balloon angioplasty. The pt had been receiving dopamine and levophed during the procedure, so the physician opted to place an intra aortic balloon pump for cardiogenic shock. The pt's blood pressure improved and the pressors were able to be titrated down. Aspirin and plavix was prescribed indefinitely. The plan was to have the pt evaluated for an ICD, because of the low ejection fraction. It was reported that post procedure, the patient experienced severely reduced ejection fraction, low grade temps with increased white blood cells and acute renal failure from which she did recover. The pt was discharged week later. In the opinion of the physician, the pt did not have any coagulopathy problems and the stent thrombosis event was not related to the taxus stent.